Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles in her reservoir. The patient's blood glucose at the time of incident was 66 mg/dl. The customer did not resolve the issue during troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Perform pre-fill test and the reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.